Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy that is associated with many potential etiologies. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, the patient did have concomitant constipation which may have been a factor in this case as constipation is a known risk factor for peritonitis in pd patients.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. In additional follow-p, the patient¿s pd nurse confirmed the patient was hospitalized (B)(6) 2020 for peritonitis. Per the nurse the patient¿s pd culture yielded no organism growth and an elevated white blood cell (wbc) of 6875. It was reported the patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) and continued pd therapy while hospitalized. On (B)(6) 2020, the patient was discharged home continuing vancomycin and ceftazidime ip for 14 days. The nurse stated the patient is recovering and continues pd treatment on the same cycler without any adverse effects. Per the nurse, the cause of the peritonitis cannot be determined. However, the ere were no reported fluid leaks or cycler malfunctions associated with the peritonitis event. The nurse indicated the patient had concomitant constipation which could have been a factor in this event.